Manufacturer narrative:
During failure analysis, the reported event that the pointer tip of the device was bent was confirmed through the visual inspection and production software. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a craniotomy procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a craniotomy procedure. There was no patient involvement and no adverse consequences associated with the device.